Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation or use of the sheath. After completing ablation with the farawave catheter and while aspirating after exchanging for a non-boston scientific mapping catheter, air entered the sheath. Bubbles were observed in the side port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. It was reported that no irrigation was attached to the sheath. The device is expected to return for laboratory analysis.